Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4 liter oxygen barrier bag had a leak from the port seal. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one actual sample was available at the plant for evaluation. No defect was observed during visual inspection. The bag was inflated with air and leak tested under water. A leak was discovered from welding between the bag ports. Close visual examination to the leak area revealed that the bag had lack of welding. The root cause of the reported condition is due to lack of welding applied by machine. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.